Event description:
After the cerebral angiogram, a groin angiogram was performed to insure safe use of a perclose device for groin hemostasis. After confirmation for safe use, a 0.035 guidewire was introduced into the 5 french vascular sheath in the right femoral artery. The 5f sheath was removed and the perclose device was navigated over the guidewire. Before the proximal port of the device enters the skin, the guidewire was withdrawn. The device was introduced into the femoral artery and brisk blood flow was noted from the side port. The device was then slowly withdrawn until blood flow ceased to determine the artery wall in relation to the distal ports. The device was reintroduced until brisk blood flow was noted, at which point the footplates were deployed via a plunger (held for 5 secs). The plunger was removed from the device and the sutures were not attached to the plunger (malfunction). The device was reintroduced and the guidewire was reintroduced through a proximal port. A second perclose device was navigated over the guidewire and the same procedure was performed. Upon removing the plunger, the sutures were attached to the plunger and the sutures were subsequently cut. The device was removed from the groin and the sutures were noted outside of the skin (normally the sutures abut the vessel wall). The suture knot was then navigated down to the femoral artery with a suture device, however a skin dimple was noted. It appeared that the suture caught subcutaneous tissue as it was propelled downward. This can cause significant discomfort, so multiple attempts were made to free the subcutaneous tissue with a clamp. The dimple was not well appreciated post manipulation but a 1 cm wound site was open in the attempt.